Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced low blood glucose leading to coma, resulting in hospitalization on (B)(6) 2026 for greater than twenty four hours. The patient was treated in the hospital. No further information available